Event description:
The device was used during a lap endometriosis exploration. Reportedly a component disengaged into the patient's cavity. The surgeon requested a follow-up x-ray of patient, the pelvis and abdomen, up the diaphram and could not locate the component. The hosptial has reported no injury to the patient.